Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. There was foreign material observed inside the channel. In addition, biopsy channel block, and bending section cover crack were observed. Lastly, scratches and dents were found on multiple components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera iii colonovideoscope channel collapsed during reprocessing. During a standard service inspection of the customer returned device, foreign material was observed inside the channel. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that a white and transparent foreign matter was found. The event can be detected/prevented by following the instructions for use which state: "be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope." Olympus will continue to monitor field performance for this device.